Manufacturer narrative:
The complaint is confirmed for two polaris translating screws for the failure of patient harm after surgery. Medical records were not provided for review. Device evaluation: screws were not returned for evaluation and no photos were provided, so a device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be patient condition from previous surgeries. DHR review and related actions the dhrs were unable to be reviewed since the lot numbers are unknown. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient was admitted to the ER for l5 pedicle and vertebral body fractures. The patient is reported to be bedridden and there are no plans to revise at this time. This is report 2 of 2.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00596.

Event description:
It was reported that the patient was admitted to the ER for l5 pedicle and vertebral body fractures. The patient is reported to be bedridden and there are no plans to revise at this time. This is report 2 of 2.